Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 59 mg/dl, which was treated with food. Blood glucose level at the time of the call was 130 mg/dl. Customer did not complete troubleshooting but mentioned that the device had a crack and chipped by the batery compartment. The insulin pump was replaced and agreed to return the product for analysis.